Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned products identified anchor plug was fractured at the stem and part of the fractured piece was lodged in the compress spindle. The device was submitted for further analysis. Analysis determined anchor plug experienced reverse bending fatigue fracture. Material analysis is consistent with the print specifications. A review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Additionally, an x-ray was provided but not reviewed by hcp as it would not enhance the investigation. The complaint is confirmed. A definitive root cause cannot be determined. Per package insert 01-50-0990 revision r: fracture is a known adverse effect of the oss system. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent oss procedure. Subsequently, approximately two months later the patient underwent a revision due to anchor plug breaking.